Event description:
The customer reported the system is displaying an hv error and a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. (B) (4).